Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms due to possible site issues. There was no reported impact to the customer's blood glucose level. The customer was unable to troubleshoot.